Event description:
The customer received a blood glucose reading of 250mg/dl on the contournext link, was retested on the doctor's meter and the reading was 50mg/dl. He felt dizzy. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant the customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.